Event description:
Evaluation summary: both the catheter and the hollow mandrel were returned. The working channel accessories (hemostatic valve, extension line and 3-way stopcock) were screwed to the central luer port. Both the 1-way stopcocks were screwed to the lateral luer ports. Visual inspection did not show any evidence of defect both to the catheter and the hollow mandrel. The hollow mandrel was inserted through the hemostatic valve inside the device working channel till the exit port and no friction was observed. Water aspiration has been verified with a 30ml syringe directly screwed to the working channel luer as well to the side port of the 3-way stopcock with no issue: the syringe filled completely in few seconds. Cine review from the images provided the device seems to be positioned too close to the vessel wall.

Event description:
An attempt was made to use a mo.ma ultra device in a patient who presented with a stroke. The target lesion was located in the right ica. After a difficult access (it was reported that several guide catheters were attempted unsuccessfully due to the very tortuous anatomy ) the physician was able to insert a supracore wire into the eca. The mo.ma device was inspected prior to use with no abnormality noted. The device was advanced to target lesion with some resistance encountered; however, the physician was able to position the device in the eca and inflate the balloon with no issue reported. It was reported that the wire wasn't able to go into ica, but followed the eca way. Physician tried to replace the wire twice (bmw) and tried to advance together with pre-dil balloon; however after several efforts he decided to stop and he noticed that the aspiration of blood was really slow. He didn't want to let the patient move the neck or change the device and decided to stop the procedure. Due to the tortuous and difficult anatomy of the vessels, the physician decided that the patient, who was well tolerating the clamping, will undergo on surgical intervention. The physician commented that there may have been something inside the mo.ma catheter that prevented the 0.014 and pre-dilation balloon to cross. No patient complication and/or clinical sequelae were reported as result of this event.

Manufacturer narrative:
Evaluation results: related to operational context-the device appears to be positioned too close to the vessel wall. Evaluation codes conclusion: 77 operational context caused or contributed to the event-the device appears to be positioned too close to the vessel wall. (B)(4).

Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed- device evaluation in progress; conclusion: conclusion not yet available; evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.